Event description:
It was reported that the lead integrity alert (lia) triggered due to an apparent right ventricular (rv) lead fracture. During emergency room (ER) evaluation, device interrogation revealed short interval counts (sics), and non-sustained tachycardia (nst) with evidence of noise on the (rv) tip to ring. Therefore the patient was admitted to be monitored and await normalization of the international normalized ratio (inr) in order to do the rv lead replacement. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.